Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cvc was placed about 10 days ago. During this time, a total of 3 chemotherapies were administered via this cvc. The patient informed the clinic staff that the bandage was wet. The cvc was checked - flushed with nacl. During this check it was noted that cvc leaked at the "external" part."

Event description:
It was reported that the cvc was placed about 10 days ago. During this time, a total of 3 chemotherapies were administered via this cvc. The patient informed the clinic staff that the bandage was wet. The cvc was checked - flushed with nacl. During this check it was noted that cvc leaked at the "external" part."

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for evaluation. The catheter was returned with a bandage around the catheter body, a box clamp and sutures, and a small taped portion on the extension lines. Visual examination revealed signs of use, but no defects or anomalies were detected. The length and outer diameter of the catheter body were measured and were found to be within specification. Each extension line of the returned catheter was tested for liquid leakage which states no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. All three extension lines of the catheter were attached to the leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter; therefore, the sample passed functional testing. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "dress according to institutional policies, procedures, and practice guidelines. Change immediately if the integrity becomes compromised e.g. Dressing becomes damp, soiled, loosened or no longer occlusive." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed and no relevant manufacturing issues were identified. No problem was found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for evaluation. The catheter was returned with a bandage around the catheter body, a box clamp and sutures, and a small taped portion on the extension lines. Visual examination revealed signs of use, but no defects or anomalies were detected. The length and outer diameter of the catheter body were measured and were found to be within specification. Each extension line of the returned catheter was tested for liquid leakage which states no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. All three extension lines of the catheter were attached to the leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter; therefore, the sample passed functional testing. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "dress according to institutional policies, procedures, and practice guidelines. Change immediately if the integrity becomes compromised e.g. Dressing becomes damp, soiled, loosened or no longer occlusive." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed and no relevant manufacturing issues were identified. No problem was found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the cvc was placed about 10 days ago. During this time, a total of 3 chemotherapies were administered via this cvc. The patient informed the clinic staff that the bandage was wet. The cvc was checked - flushed with nacl. During this check it was noted that cvc leaked at the "external" part."